Event description:
Customer reported that his insulin pump was failing, with insulin passing through it, and requested a replacement. There was no adverse impact to the customer¿s blood glucose level reported. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.